Event description:
Report received of a patient experiencing a pressure injury while using the hyghtec basic-plus device. Reporter stated a patient of unknown age and gender developed sacral and anal pressure wounds requiring surgical debridement while using the hyghtec basic-plus device. The reporter noted that the affected patient was mobilized and positioned in a chair at the time the injury developed. Although requested, no additional information is available at this time.